Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a "battery indicator issue" with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt indicated the reported issue first occurred on the day before, at 7:30am (pst). During that time, the subject meter reportedly had a "battery indicator issue." The pt stated that she "did not know that she was supposed to change the batteries" (use-error). At an unspecified time, after the reported issue, she reportedly experienced symptoms of "shakiness and stumbling." The pt reportedly did not obtain any readings/could not test on the subject meter during that time and she did not have a back up meter. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. During the troubleshooting, it was noted that this was not a new product and the customer never replaced the batteires per the owner's manual (use-error). Replacement products were sent to the pt. This complaint is being reported because the pt reportedly experienced symptoms of hypoglycemia after the reported issue and reportedly could not confirm the results on the subject meter during the symptoms. There is no evidence that the subject meter malfunctioned since during the troubleshooting; it was found out that the pt never replaced the batteries (use-error) per the owner's manual.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.